Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported getting error e315. The customer tried multiple scopes. Some scopes worked, others did not. The same scopes that did not work, worked on the other gastroenterology towers. The customer reports that he cleaned the socket however the issue persisted. The pigtail cable was not plugged into the evis exera iii. The light source cable and digital light source cable were secured. We contacted the customer on 14 july 2023, he stated that the issue was resolved. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer), that while using the evis exera iii video system center they got error e315. The reported issue occurred during a diagnostic procedure using the endoscopic ultrasound scopes. The procedure was delayed by 3- 5 minutes to locate the issue of why the unit was malfunctioning. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. Customer stated, however, that the issue was resolved. Error code e315 indicates an error which is displayed when connection failure between cv-190 and scope cable occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.